Manufacturer narrative:
Additional information: d9, g3, h3, h6. No problem found. The evaluation did not identify any issues relevant to the reported event.

Event description:
It was reported by a medical technician that during inspection it was found that the fan stopped working which resulted in overheated electrical components and burned smell. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.